Manufacturer narrative:
(B)(4). A review of complaint history, instructions for use, quality control, specifications, and trends was conducted during the investigation. The work order was reviewed, and nothing of note was observed. The returned device was evaluated on (B)(4) 2014. The iris valve was functional. There were three tears in the webbing. The valve was leak tested with a syringe and tap water. The valve leaked with and without a dilator through the valve. The valve was then disassembled. Nothing of note was observed. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage has been conducted. The instructions for use (IFU) contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow". Captor valve assemblies are 100% quality control inspected for leakage. A CAPA has previously been implemented to address z-trak valve leakage. This device was manufactured prior to implementation of the CAPA. The risk was assessed using quality engineering risk assessment. The risk remains acceptable with inclusion of this event. No additional risk reduction activities are required at this time. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
There was valve leakage of the introduction sheath. A coda balloon was placed in the sheath to prevent leakage. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.